Manufacturer narrative:
Section d: updated. H.6. Results code 1: 213: a correction was made with regard to the device which was compressed. This device: rlt261412 lot# 20236273 UDI: (B)(4) also met pre-release specifications. H.6. Conclusion code 1: 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to device occlusions.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to device occlusions.

Event description:
The following information was reported to gore: on (B)(6) 2019 date a patient underwent treatment of an abdominal aortic and common iliac artery aneurysm with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses with good angiographic results. On (B)(6) 2019 follow-up images revealed the left side, ipsilateral leg of the trunk-ipsilateral leg component was being compressed by the proximal end of the ibe component in the distal aorta. This was thought to be due to a tight distal bifurcation. The patient was asymptomatic and had femoral pulses. However the surgeon was concerned about limb thrombosis and planned to reinforce the narrowed limb with a balloon expandable stent. On (B)(6) 2019 a reintervention took place whereby a bare metal balloon expandable stent was implanted and dilated to 12 mm. The angiographic outcome was good.